Event description:
It was reported that during a biliary stenting procedure the tip of the stent was bent. The stent was partially deployed into the common bile duct when the tip of the stent was bent. The physician removed the device, and completed the procedure with another product. There were no stent wires perforating the outer sheath. There were no reported pt complications and the pt was reported to be good post procedure.